Event description:
Incomplete info from affiliate. The event is written in german. Awaiting response from affiliate. 03/02/1999 message from affiliate. It was reported that (1) device was used during a laparoscopic appendectomy. It was reported by the affiliate that the tsb35 staples hooked in a section of ileum intestine. The pt was converted to an open procedure.